Event description:
The customer observed a falsely elevated ca-125 result for four patients on the architect i2000sr analyzer. The following data was provided (in u/ml): sid (B)(6), initial 117.3, repeat 33 (patient had (B)(6) in 2005, (B)(6) in 2010). Sid (B)(6), initial 53.9, repeat 31.7, 22.5 (patient had (B)(6) in 2007). Sid (B)(6), initial 14.3 (repeated as 71.2 and not reported out) (patient had (B)(6)). Sid614, initial 37.8, repeat 133.1 (patient had (B)(6) and chemotherapy on (B)(6) 2014). There was no impact to patient management reported. The customer switched to a new lot number and that resolved the issue.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
See also manufacturer report numbers for the same patients. The 1415939-2014-00039 for use on device sn (B)(4). The 1415939-2014-00034 for use on device sn (B)(4).

Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 125 results for four patient samples. Sid (B)(6) (units u/ml) from (B)(6) using a different lot: 42.5 x 2, 39.3 x 5, 30.7 x 10, and 33.2. Results from january 23 (falsely elevated): 4447.2, 729.1 x 2, 884.9 x 3, 1022.9 x 5, and 735.7 x 20. The patient had a historical ca 125 of 117.3 u/ml from dec 2013, and a history of stomach cancer (B)(6) 2005, lung cancer (B)(6) 2010. Sid (B)(6) (units u/ml) from (B)(6) using a different lot: 20.1 x 10 and 22.5. Results from (B)(6) (falsely elevated): 112.1. The patient had a historical ca 125 of 31.7 u/ml from (B)(6) 2013, and a history of ovarian cancer (B)(6) 2007. Sid (B)(6) (units u/ml) from (B)(6) using a different lot: 14.5 x 2, 12.8 x 5, 11.8 x 10. No specific falsely elevated results were provided. The patient had a historical ca 125 of 14.3 u/ml from (B)(6) 2013, and a history of breast cancer and stomach cancer. Sid (B)(6) (units u/ml) from (B)(6) using a different lot: 74.6 x 10, 70.6 x 2 and 74.5 x 2. Results from (B)(6) (falsely elevated): 103. The patient had a historical ca 125 of 37.8 u/ml from (B)(6) 2013, and a history of uterine cancer (B)(6) 2014. There was no adverse impact to patient management reported.

Manufacturer narrative:
Likely cause lot number changed from 29131m100 to 29131m500. An evaluation is still in progress. A follow up report will be provided when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
In the march 6, 2014 follow up changing the suspect medical device likely cause. An evaluation is in process. A follow up report will be filed when the evaluation is complete.